Event description:
Boston scientific crm received information that the latitude system declared alerts due to this right ventricular (rv) lead exhibiting high shocking impedances greater than 125 ohms and low intrinsic rv amplitudes. It was reported that the patient had recently received a new implantable cardioverter defibrillator (ICD). Technical services (ts) recommended bringing the patient in for evaluation. Upon review, there were no ventricular episodes stored in the arrhythmia logbook and noise could be recreated by touching the device. The noise only appeared on the shocking channel. No adverse patient effects have been reported. Subsequent information indicated that the patient was taken into the lab and the pocket was reopened. The distal coil was able to be easily pulled out of the header. The setscrew was released and the lead was re-inserted. No further noise was noted and the shock impedance was 31 ohms; however, the rv sensing remained low. It was also noted that the proximal coil appeared stretched under fluoroscopy. The integrity of the lead was unable to be tested with defibrillation threshold because ventricular fibrillation was unable to be induced. The the pocket was then closed and the patient was to meet with an electrophysiologist. No further information has been made at this time. Subsequent information indicates that this device was explanted and returned for laboratory analysis. The reason for explant is unknown.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at the post market quality assurance laboratory, microscopic visual inspection revealed tool marks in the casing surface. All seal plugs were intact and all setscrews moved freely. Lead impedance testings was performed and the impedance measurements were found to be within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced during analysis.